Event description:
It was reported that while being ventilated by a ventilator, the patient spontaneously extubated and no alarms were generated for a prolonged period of time. The tracheal tube was still attached to the ventilator's circuit. The mode of ventilation at the time was simv (synchronized intermittent mandatory ventilation) (pressure control) + pressure support. There was no patient harm. (B)(4).

Manufacturer narrative:
The facility stated that the event was reported retrospectively and therefore could not specify the ventilator that was involved. The facility further stated that they were not using a y-sensor and that there was no ventilator malfunction but a user interface issue. No parts were replaced and the device logs were not received for evaluation. The reported problem could have occurred as described but without the logs, we cannot determine why no alarms were generated. The cause depends on several factors including the set alarm limits, the chosen mode of ventilation, leakage, and use of an endotracheal tube of a small diameter in combination with small volumes. But by observing the displayed curves and the difference between the measured inspired and expired tidal volumes, appropriate alarm limits can be set and, an extubation, if it occurs, will lead to generation of alarms. However without the logs, the true cause for the reported absence of alarms during the experienced extubation cannot be determined.